Event description:
Reporter alleged about one year ago during a routine doctor appointment, customers' meter read 17 mg/dl back to back with the doctors' measurement of in the 200s mg/dl. It was stated doctor increased insulin dosage as a result. No other actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.